Manufacturer narrative:
Age/date of birth: average age. Sex: majority gender. Date of event: date of publication. Paclitaxel-coated balloon treatment for functionally nonsignificant residual coronary lesions after balloon angioplasty. Available : https://doi.org/10.1007/s10554-018-1351-z. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via journal that resolute integrity were included in a study comparing the efficacy of pcb treatment with stent implant in new lesions following successful poba. Inclusion criteria were the presence of a single new coronary lesion with a reference diameter between 2.5 and 3.5mm, a lesion length <_ 24mm and timi flow 3 following poba. Lesions treated included lad, lcx and rca. Adverse events reported included death.